Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 407452 lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient was in atrial flutter and the right atrial (ra) lead was undersensing intermittently and did not mode switch. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.